Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake. It was not reported if the patient was hospitalized for the peritonitis event. On an unreported date, the patient treated with vancomycin (1 gram, frequency, route and duration not reported) and amikacin (1 gram daily, route and duration not reported) for peritonitis. At the time of this report, the patient outcome was not reported and dianeal therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.